Event description:
The customer complained of a upward shift of digoxin results obtained on qc samples upon calibration with a new lot of calibrator. Prior to the switch to the new lot of calibrator, patient results had been reported to physicians with the prior lot of calibrator, 2kd052, which was a lot included in an urgent medical device recall due to causing biased low results. It is unknown if patient treatment was altered or prescribed as a result of biased low digoxin results obtained and reported when the prior lot of calibrator, 2kd052, was in use. There was no report of adverse health consequences as a result of the biased low digoxin results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed customer complaints of low qc and patient recovery for digoxin when calibrator lot 2kd052 is used to calibrate the digxn method. Internal testing has confirmed an average 15% low bias in the therapeutic range of 0.9 to 2.0 ng/ml. The cause of the bias low in digoxin recoveries is calibrator inaccuracy. Siemens healthcare diagnostics inc. Conducted a voluntary recall for dimension vista drug 4 cal (kc460) lot 2kd052 and drug 4 cal (kc460a) lot 2kd053. An urgent medical device recall, communication (B)(4), was issued in february 2013 to impacted customers. Customers were instructed to immediately discontinue use and to discard any remaining inventory of dimension vista drug 4 cal (kc460) lot 2kd052 and drug 4 cal (kc460a) lot 2kd053. The customer complained of the shift upward in qc results when putting a new, non-impacted lot into use. The customer acknowledged that they had received a copy of the urgent medical device recall letter.